Manufacturer narrative:
Analysis of the pump revealed no anomaly. As received the reservoir had 6 ml of fluid and running in the simple continuous infusion mode. Pump memory logs show no anomalies. Visual analysis of the pump outer top shield and fill septum was performed. There is slight disturbance in the septum material. The fill septum was pressure tested and no leaking was found. The pump passed dispense testing.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000mcg/ml at 360ug/day. The indications for use were intractable spasticity and cerebral palsy. The healthcare provider reported overinfusion at the refill today erv (expected reservoir volume) 4.9mls and arv (actual reservoir volume) 0mls. At the last pump refill on (B)(6) 2016 the erv (expected reservoir volume) 5.1cc and the arv (actual reservoir volume) 6cc. The healthcare provider stated that yesterday (B)(6) 2016 the patient began experiencing symptoms of withdrawal, increased tone and itching. The pump was refilled today (B)(6) 2016 with 20cc and a therapeutic single bolus dose was delivered. The healthcare provider will assess the patient post bolus to see how the patient responds. The healthcare provider inquired if the pump should be replaced due to the overinfusion. The pump was replaced (B)(6) 2016. Additional information received reported that a side port aspiration was done successfully and boluses were also given with no change in the patient condition. The patient had loss of therapy. No rotor study was done. The care team decided to take the patient to surgery to explore. The catheter was flowing as it should but the surgeon made decision to replace the pump. The patient recovered without sequela. The refill history also noted that on (B)(6) 2016 the erv 4.9 and the arv was 0. On (B)(6) 2016 the erv was 5.2 and the arv was 6.2. On (B)(6) 2016 the erv was 3.3 and the arv was 4.5. On (B)(6) 2015 the erv was 3.6 and the arv was 6.0. On (B)(6) 2015 the erv as 2.7 and the arv was 3.3 and on (B)(6) 2015 the erv was 3.3 and the arv was 5.0. At all of the refills the actual reservoir volume refilled into the reservoir was 20mls. The daily rate was the same at 360.2 in simple continuous mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.